Event description:
Patient had aaa repair in 2000. In 2003, patient had secondary intervention for distal endoleak. One leg extension graft and one iliac leg graft were placed. Then in 2007, due to a distal type I endoleak, another iliac leg graft was placed. The patient outcome was good.

Manufacturer narrative:
Evaluation: the outcome of aaa repair utilizing an endovascular graft is dependant upon accurate per-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. From the information provided, internal clinical review concluded that the patient's anatomy was a contributing factor in this case.